Event description:
The hospital reported three patients were burned by linen drapes that caught fire because the tip of the device came in contact with the drapes. It is unknown if the procedure was completed. The hosp did no disclose the intensity or extent of the patients' burns.